Manufacturer narrative:
The insulin pump passed the displacement test. Motor error alarm during the basic occlusion test due to loose protruded drive support disk. Unable to perform the excessive no delivery test, prime test, excessive no delivery test and occlusion test due to motor error. The device was received with normal operating current. The insulin pump passed self test. Device passed off no power test. The motor was tested outside of the device and passed. Device was received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.